Event description:
Surgeon reports patient suffered right ankle pilon fracture (closed) sustained in 2005 at mayo clinic. Patient developed post traumatic degenerative joint disease. Original fusion failed due to broken hardware.

Event description:
Patient sustained an ankle injury in (B)(6) 2005. On (B)(6) 2005, the patient was fixed with an external fixation. On (B)(6) 2005, the patient was fixed with an unknown internal fixation. The patient was returned to the or on (B)(6) 2008, for an ankle fusion and was implanted with a subject plate, screws and a bone graft. On (B)(6) 2012, the patient was again taken to the or for removal of the plate, 6 screws (three of which were broken) due to non-fusion. The patient was revised with new plate and bone graft. It was reported that the removed implants were discarded of by the account after the procedure and will not be returned for investigation. This is 1 of 7 reports for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records for manufacturing found nothing that would cause or contribute to the reported incident.

Manufacturer narrative:
Device was used for treatment, not diagnosis.